Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual analysis of this device revealed no abnormalities. The device was unable to be interrogated for a memory download. Subsequently, the device case was opened for a thorough battery analysis. When the battery was removed from its circuit, a fuse was noted to be open. Voltage and hot spot testing isolated a short within a single high voltage capacitor. It was concluded that this shorted capacitor resulted in the observed premature battery depletion and inability to establish telemetry with the device.

Event description:
It was reported that this patient initially experienced difficulties when attempting to perform a remote transmission from this subcutaneous implantable cardiac defibrillator (s-ICD). The patient was seen in-clinic where the device was still unable to be interrogated. The physician suspected that the device battery was exhibiting premature battery depletion. This s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that this patient initially experienced difficulties when attempting to perform a remote transmission from this subcutaneous implantable cardiac defibrillator (s-ICD). The patient was seen in-clinic where the device was still unable to be interrogated. The physician suspected that the device battery was exhibiting premature battery depletion. This s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device has been received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that this patient initially experienced difficulties when attempting to perform a remote transmission from this subcutaneous implantable cardiac defibrillator (s-ICD). The patient was seen in-clinic where the device was still unable to be interrogated. The physician suspected that the device battery was exhibiting premature battery depletion. This s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.